Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem of a loose "socket" was confirmed - a worn video connector latch was found, causing poor connection to "pigtails." Replacement of the video connector was necessary to resolve the issue. The reported problem of no image was not confirmed - the returned device was tested with a cyf-v2 scope and an image was produced with no problem noted. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the socket was loose and an image was not present when using the olympus, model cv-170 video system center with an olympus, model cyf-v2 cysto-nephro videoscope. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed using different equipment. As reported to olympus, there was no patient injury that occurred, associated with the reported problem. This report is submitted for the malfunction of image not present.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Customer reported event of loose video connector socket was confirmed. The reported event of no image could not be replicated. A review of the device service history record found the connector was repaired in 2016. As it has been more than 5 years since the last repair the cause of the event is likely deterioration due to long-term repeated use and/ or excessive pressure placed on the connector part. The following information in the device instruction manual may have prevented the event. "Push the video connector of the videoscope into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark faces upwards. When an endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.